Manufacturer narrative:
Product event summary: at analysis it was determined that the programmer had major corrosion and it was further noted that it did not "see" the universal serial bus. The unit was unable to be tested and was to be scrapped.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.